Event description:
A customer reported that they just got this meter a few months ago and the first digit (hundreds units) is missing a good portion of the segments. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.